Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy performed on (B)(6) 2012. According to the complainant, during the procedure, the nurse put the snare down the endoscope and opened it around the blue wire. As the nurse closed the snare around the insertion wire, it felt funny but she was able to retract the snare. While withdrawing the snare, it was noted the insertion wire was still in the patient's stomach. The snare wire loop had detached from the plastic and was coming out of the patient's mouth. The nurse reported the snare had come apart in her hand. The nurse pulled the wire out of the patient's mouth by hand. The procedure was completed with a new boston scientific snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy performed on (B)(6) 2012. According to the complainant, during the procedure, the nurse put the snare down the endoscope and opened it around the blue wire. As the nurse closed the snare around the insertion wire, it felt funny but she was able to retract the snare. While withdrawing the snare it was noted the insertion wire was still in the patient's stomach. The snare wire loop had detached from the plastic and was coming out of the patient's mouth. The nurse reported the snare had come apart in her hand. The nurse pulled the wire out of the patient's mouth by hand. The procedure was completed with a new boston scientific snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed the snare loop, pullwire and handle cannula to be pulled out of the handle / sheath assembly. The handle cannula had been pulled out of the insert. The blue vinyl cap was attached to the handle assembly. The cannula was properly crimped at approximately 2 millimeters from the proximal end securing the cable inside the cannula and no score marks from the cap screw were visible on the cannula. The cannula was measured and found to be within specifications. The socket head cap screw was inside the finger ring and torqued into the active cord insert. The gap inside the insert and under the set screw was pin gauged and measured to be approximately .046 inch. Insert was found to be loose inside the finger ring. During the evaluation, blue vinyl cap and cap screw were removed and the side hole was then pin gauged and met specifications. The insert was then removed from the handle assembly and examined. The tapped threads inside the insert appear to be properly formed and red loctite thread locker was visible in the threads. The cap screw thread length was measured and found to be within specifications. The screw threads did not appear to be damaged or defective. The condition of the returned unit was consistent with the complaint incident that the loop was difficult to extend due to the handle cannula being pulled out of the handle assembly. Although no residue was found on the device upon receipt, per the event description the issue occurred during the procedure inside the patient. The snare might have been used to grasp and tug the pull wire during the procedure, but the device most likely did not receive any substantial tensile force which would have caused this failure. It is most likely the cap screw was not completely torqued down onto the cannula thus allowing the cannula to slip out of the handle assembly when an attempt was made to actuate the snare. If the cap screw had been completely torqued the handle cannula would have presented score marks from the screw tip. No score marks were found on the cannula. Additionally the snare is to be inspected for proper assembly and device function. It remains unknown if the defect occurred due to design, manufacturing/ packaging, customer handling/prep of the device or procedural factors, therefore the most probable root cause is undeterminable. A lot history search was performed and found no other complaints against lot number 14984973.

Manufacturer narrative:
(B)(4): snare wire detached. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.